Manufacturer narrative:
A complete analysis and testing of 5 opened and used enlite sensors. 1 of 5 sensors failed for low readings; the remaining 4 sensors passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that insulin pump had sensor anomaly. Customer's blood glucose was 6.3 mmol. The customer stated that the calibration was not accepted. The customer was advised that the calibration was not accepted caused by an incorrect or dentry. The customer was advised to monitor and to back if calibration not accepted recurs. The customer doesn't want to troubleshoot and wanted the insulin pump to be replaced because they feel that the issue is the pump or the transmitter.